Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, the patient reported "partial obstruction - voiding" during a follow-up visit on (B)(6) 2008. The procedure was successfully completed.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).